Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): a 12/14 cocr femoral head 40mm +7.0 catalog#: 00801804004 lot#: 62388039; modular cup neutral liner longevity 58x40 catalog#: 00630505840 lot#: 62794971; bone screw 6.5x20 self-tap catalog#: 00625006520 lot#: 63171779; bone screw 6.5x30 self-tap catalog#: 00625006530 lot#: 63081171; bone screw 6.5x25 self-tap catalog#: 00625006525 lot#: 63410009; bone screw 6.5x40 self-tap catalog#: 00625006540 lot#: 63135767. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain, cup loosening and migration. No further information has been made available at this time.